Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported dissection is a known adverse event listed in the vision instructions for use. Dissection can be influenced by several factors, including, but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that a distal edge dissection occurred after implantation of the mini vision stent in the distal left anterior descending artery. Vessel and lesion site were characterized as being moderately tortuous and calcified, eccentric and 90% stenosed. Another vision stent was used to cover up the dissection. No adverse patient effects were reported. No additional information was provided.